Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had broken skin under two of the electrodes. The patient reported to removing the device and using neosporin. The patient was instructed to leave the device off until healed by physician. The patient reported that the irritation has improved.